Manufacturer narrative:
The investigation is currently pending. A follow up report will be submitted upon completion of the investigation.

Event description:
During the cranioplasty procedure on (B)(6) 2022, the physician was implanting screws (part number 218-1604) into a profile zero square plate. When the screw head interfaced with the plate, the screw "slipped" right through the plate hole and into the bone. It was reported it appeared as if the screw heads were smaller than the plate holes. This issue occurred with several screws as a plate the surgeon thought was secure "lifted" up leaving the screws in the bone and unattached to the plate. The 218-1604 screws were removed and replaced with part number 218-1605 screws which secured the plate flush to the bone with no issues. It was reported the five (5) 218-1604 screws involved in this event are being returned for evaluation. This report is related to report numbers 2207754-2022-00031, 2207754-2022-00032, 2207754-2022-00033, and 2207754-2022-00035 for the other screws involved in this event.

Manufacturer narrative:
Five (5) screws were received for evaluation. Quality control assessed the screw head diameter on the five (5) returned parts based on the complaint description of the screw falling through the plate. All five (5) screw heads were within specification. A 2-year review of the complaints database revealed no other complaints for this issue with this part number. Based on the information received and the investigation performed, the root cause could not be determined.